Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated and defect found. Test strips not returned for evaluation. Final root cause investigation: rc-026 - meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact on (B)(6) 2019, however at call back on (B)(6) 2019 able to establish contact with customer who indicated that she was still having symptoms. Customer stated she also has a cold. No medical intervention since the last call was reported. Customer did not disclose if additional blood tests were performed using the meter. Unable to contact the customer via telephone at call back on (B)(6) 2019.

Event description:
Consumer reported complaint for defective lcd. Customer stated that the meter flickers and she is not able to see the results. Customer stated the meter had not been dropped and nothing heavy had been placed on the screen. Customer stated the lcd screen is intact, but stated she sees what looks like a black ink blot on the top left corner. At the time of the call the customer reported feeling symptoms of frequent urination, excessive thirst, blurry vision and tired. Customer was advised to call her doctor or call 911; customer stated she is taking small amounts of insulin and will go to the hospital if she feels she is not improving. Customer stated her family is there with her and that they are aware of her current condition.